Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed hard getting the lens through the cartridge with the shot sound. Additional information has been requested, received and stated following the implantation, a crease-like mark was observed on the optical portion of the iol. There was no additional medical manipulation. After the surgery, the distance vision of the operated eye was 0.8. The patient was discharged with improvement. There was no patient harm. This report is associated with multiple complaints. This file is 2 of 3.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The complainant indicates the use of metilon as a viscoelastic, which is not qualified for use with company specified iol models. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).